Manufacturer narrative:
Evaluation: a lens work order search was performed and no similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.

Event description:
The patient reported he had a 12.6mm micl 12.6 implantable collamer lens implanted in 2007, in his left (os) eye. The patient reported he has lost vision due to the development of a cataract. The lens remains implanted. The patient's current bcva is 20/30. Additional information has been requested but non has been forthcoming. If additional information becomes available, a supplemental medwatch report will be sent.